Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification.

Manufacturer narrative:
Upon return of either the strips or meter, I-sens will evaluate the product and file a follow-up report.

Event description:
Caller reported blood glucose results of 431 mg/dl on a caresens n voice bgm system, and a measurement of 175 mg/dl on a different system within 10 minutes. The suspected device was requested to be returned and a replacement was sent. No adverse event was reported.